Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that high capture threshold was observed on the left ventricular lead. The lead was explanted and replaced. The patient was stable.